Manufacturer narrative:
(B)(6).

Event description:
It was reported that a needle from a portex® spinal needle set broke off remaining in the spinal canal during a lumbar puncture. The needle was surgically removed. No other adverse health outcomes were reported.

Manufacturer narrative:
No sample was returned. A photo was received that confirmed a needle breakage occurred. Review of manufacturing records, relevant to the reported lot number, was conducted. During this review, no discrepancies or anomalies were observed. Based on the available information, the complaint was unable to be confirmed.